Event description:
The customer tested his blood glucose and received a reading of 533 mg/dl using his breeze2 meter. His glucose was retested using another meter and that reading was 232 mg/dl. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for eval. Replacement test strips were sent to the customer.